Event description:
Customer reported two false negative leukocyte results on instrument, whereas reference lab results were positive. There was no report of injury due to this event.

Manufacturer narrative:
The cause for discordant leukocyte results is unknown.

Manufacturer narrative:
Visual exam by tech operations of returned instrument showed no obvious damage or undue wear. Test with status check cassette indicated normal unit functionality. Performance test of returned & comparison instrument with multistix 10sg reagent done with test solutions contrived to 5 & 10 wbc/mcl. N=12 reps each test solution, each instrument. Both returned & comparison instrument gave similar results. All strips tested at 10 wbc/mcl reported as positive, as did majority tested at 5 wbc/mcl. Instrument results agreed with visual observation of tested strips. Customer did not return reagent used in original results. Customer observation of false negative leukocyte from clinitekstatus+ s/n (B)(4) using multistix 10sg reagent cannot be confirmed.